Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was explanted and replaced due to an unspecified device malfunction. No other adverse patient effects were reported.

Manufacturer narrative:
D4 lot number: 7180865.

Event description:
Additional information received further reported that upon exploration, the implant was intact. The issue was the lateral side of the right-side tunica wall where it had herniated. There had been a deformed appearance in the shaft of the penis. The bulge in the tunica wall was sutured/repaired, and a new cylinder was implanted on the right-hand side.